Event description:
Same as mfg number 6000093-2004-01461, 01464. As there was no health care professional or user facility to follow-up with, no further info is possible. This event described may have been previously reported. 6 months ago, a taxus express2 drug eluting stent was placed in the left anterior descending (lad) artery. Upon removal it was noted the stent was stuck and the guide catheter deep seated into the lad.